Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated her infusion device was beeping and "2.01" was displayed. She stated her power pack had been in use for "over a month." She stated she was aware of the power pack recall and had been changing the power pack every 2 weeks. She stated she changed the power pack and her infusion device operated properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.